Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that during a trail procedure the patient stopped breathing. The patient was given oxygen and was doing well.